Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cassette azactam cadd had about 100 cc residual left in the cassette. No beeping reported. PICC flushed with good blood return. Cadd device was programmed correctly. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: the event occurred while in use with a patient. The patient did not receive any unplanned treatments related to this incident. The outcome of the event is resolved. Patient details updated in complaint.